Event description:
The aortic and mitral valves were explanted. The reason for explant is unknown at this time. The valves were replaced with an aortic 23aec-102 and a mitral 33mec-102. Medical records indicate the patient had a history of a heart murmur since childhood and bicuspid aortic valve. They developed bacterial endocarditis (streptococcus) of the native valves two weeks prior to implant. Tee in 1998 demonstrated well-seated valves and a moderate amount of thrombus in the right atrium. Tee in 2000 showed possible 1+ mitral regurgitation and severe aortic regurgitation. Tee 2 weeks later showed the mitral valve leaflets opened "normally" and mild to moderate mitral regurgitation at the pivot guards without paravalvular leak. The aortic valve appeared to be functioning "normally" without paravalvular leak. Additional information has been requested.